Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope has no image when bending angle is up. The issue was discovered during device set up. There were no reports of patient involvement.